Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred, the lesion in the right coronary artery was predilated. The physician encountered difficulty crossing the lesion with the 2.5x16mm express2 stent. When the device was removed, it was noted that the stent struts were bent up. The lesion was predilated again with a maverick balloon and another MFR's stent was placed. No pt complications occurred. Pt status satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.